Manufacturer narrative:
Retrospective review of complaints.

Event description:
Info received that the likorall fell out of the track, striking a caregiver on the arm. Caregiver went for x-ray and returned to work shortly after.